Event description:
A report was received that a patient was explanted. There is no further information available.

Event description:
A report was received that a patient was explanted. There is no further information available.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that a patient was explanted. There is no further information available.

Manufacturer narrative:
Additional information was received that no further information will be provided to bsn regarding this event. The ipg passed all visual, electrical and performance tests performed. The ipg exhibits normal device characteristics.